Manufacturer narrative:
Device passed the self test and displacement test. Hardware low level failures error are confirmed in device history file due to a broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose level was 230 mg/dl at the time of the incident. The customer stated that they were able to clear the alarm and complete the rewind. The self test was performed for the pump error and it did not passed. The insulin pump will not be returned for analysis.